Event description:
A malfunction was reported on the customer's pump with no significant events occurring prior to the incident. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.